Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, endometrial polyp and menorrhagia. Concomitant products included clobetasol, ibuprofen (motrin), proxazole and sertraline hydrochloride (zoloft). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine polyp ("endometrial polyp") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, uterine polyp and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there is no evidence of contrast in the fallopian tubes or free spillage of the contrast. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, endometrial polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received :-reporter lawyer added. Event menorrhagia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, endometrial polyp and menorrhagia. Concomitant products included clobetasol, ibuprofen (motrin), proxazole and sertraline hydrochloride (zoloft). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine polyp ("endometrial polyp") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, uterine polyp and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there is no evidence of contrast in the fallopian tubes or free spillage of the contrast. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, endometrial polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, endometrial polyp and menorrhagia. Concomitant products included clobetasol, ibuprofen (motrin), proxazole and sertraline hydrochloride (zoloft). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and uterine polyp ("endometrial polyp"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and uterine polyp outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there is no evidence of contrast in the fallopian tubes or free spillage of the contrast. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, endometrial polyp quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.